Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for the reported lot number, 20022445, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 19-may-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported the probe broke off in the baby's stomach and had to be removed via gastroscopy. "The probe was inserted on (B)(6) 2022 (jejunal probe in fluoroscopy) and pulled out on (B)(6) 2022 (probably it already tore off on (B)(6) 2022, from then on the baby had stomach remnants)." Additional information received 10-may-2022 stated the ruptured jejunal probe had to be removed endoscopically under general anesthesia as an emergency procedure. The patient continues to receive non-invasive respiratory support, frequent need for suctioning in case of dysphagia and continuous probing via newly inserted jejunal tube. Additionally, the patient is receiving drug therapy in the context of the underlying disease, during the duration of this hospitalization.

Manufacturer narrative:
Device was evaluated. At the 23cm marked location, the tubing appeared to have expanded to form a balloon shape which burst in multiple direction causing a separation of the tube into two pieces. When manually pressing the tubing back together, there were thin layers of the material noticed on the ballooned portion of the tube. The distal end breaking point exhibited an unknown dried material residue. The root cause could not be determined. All information reasonably known as of 20-jun-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.